Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pressure, lightheadedness and shortness of breath. It was further reported that t he right atrial (ra) lead exhibited over-sensing and possible t-wave sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.